Event description:
It was reported via repair work order that the jack drifts up unintentionally when a load is placed on the opposite end due to damaged jack assembly. No patient was affected and no adverse consequence was reported.